Event description:
Channel silicone drain broke apart at the time of removal by surgeon on post operative day 1 following repair of fractured left hip. Surgeon felt greater than normal tension as he pulled drain through fascia. Drain removed entirely with small incision into wound.